Manufacturer narrative:
Event date: the event occurred on an unspecified date in 2021, reported as "over the last few weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps were ¿loose¿. This was observed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3,h6, h10. H10: the actual devices were not available. The lot number was reported as unknown, however, two samples (reported to be companion) of lot gd909761 (manufactured from 03/05/2021 to 03/12/2021) were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. The threading on the caps showed no visible signs of damage or deformity. Functional testing was performed with no issues noted. The threads of the test units were engaged with the male connector as expected, and no looseness was observed. An underwater pressure test was performed for ten (10) seconds with no bubbles observed, indicating an air-tight seal from the threads. The reported condition was not verified by evaluation of the returned samples. The devices were found to be conforming product. A batch review was conducted on the lot of the returned samples and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.